Manufacturer narrative:
Additional information: d10, g4, h3, h6. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Visual inspection noted that the battery was assembled into the handle incorrectly. The gap between the toggle and the switch was outside of specification, which resulted in the articulation key being toggled whenever the open/close key was toggled. This articulation key activation caused an articulation motor movement confirming the reported condition. The root cause of the confirmed condition was determined to be manufacturing related. The interference of the toggle switch actuator actuating the left articulation key prior to open key was attributed to the battery pack assembly being misassembled and bending the switch board. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung resection procedure, the powered stapler was loaded fine for with all indicators green. The staff said that they cycled the reload. When the doctor went to close on vascular tissue, the jaws articulated. They tried several times, but the jaws articulated each time. The sales rep recommended that they use a different shell and the assembly at the back table went well; however, the surgeon refused to use it. They opened a manual handle and had a successful firing for at least one firing; however, the handle cracked and broke in the subsequent firing. Another device was used to complete the case. The surgical time was extended by more than 30 minutes due to the product problem.